Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23-post-reset ram crc alarm, blank display, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer reported a blank display, pump error 23 and crack on the pump. Battery cap contacts, battery compartment and springs were not damaged. Display did not return after pump restart. Customer reported physical damage crack or scratch on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1781k was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump booted up once installing an aa battery, no blank display was noted. The pump passed the displacement test, sleep current test, active current test, and self test. Pump error 23 did not alarm during testing. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed 2 pump error 23 alarms on the event date of 21-apr-2024 at 07:18:48.000, 07:25:24.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and battery tube threads - cracked. Blank display and pump error 23 were not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.